Event description:
It was reported that the pump¿s tubing caught on a doorknob, causing the ilet to swing into a wall and fracture the display, after which the screen powered on but did not accept input; the device was shut down and a replacement was arranged. Customer care provided support remotely that included collection of event details and logistics for device return and data synchronization. Investigation of this case revealed physical damage to the display consistent with external impact, with loss of user interface functionality. Symptoms included a low glucose reading of 72 mg/dl that the user treated, with no injury. Outcomes included interruption of intended therapy due to a damaged display and need for device replacement. It was concluded that the event was due to accidental damage from external forces, not a manufacturing or design malfunction.